Manufacturer narrative:
(B)(4). The reported complaint for "blood and fluid to flow into sterile sheath" ws confirmed upon investigation of the returned sample. The customer returned a 5fr. Bi-polar pacing catheter from the 5fr pacing/psi kit without the original packaging for investigation. Visual inspection confirmed the presence of blood within the cath-guard upon receipt of the sample. During the complaint investigation, the returned sheath passed functional testing. It could not be confidently determined what caused blood to enter the cath guard. The specifications were not met during the complaint investigation due to the blood in the cath-guard. A device history record review could not be performed, as a lot number was not reported. The root cause of the complaint is undetermined. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "touhy locking device is not user friendly, despite tightening around pacing wire allow blood and fluid to flow into sterile sheath and air was able to enter introducer side port when attempting to draw back blood". Additional information states "side port of introducer sheath was capped off to ensure no one used, no medical interventions". The patient's current condition is reported as "patient was discharged home".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "touhy locking device is not user friendly, despite tightening around pacing wire allow blood and fluid to flow into sterile sheath and air was able to enter introducer side port when attempting to draw back blood". Additional information states "side port of introducer sheath was capped off to ensure no one used, no medical interventions". The patient's current condition is reported as "patient was discharged home"